Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose was not impacted.